Event description:
It was reported that the patient's alarm history was reviewed on the system monitor. On (B)(6) 2024 the patient experienced a low flow, then a low flow and low speed advisory, then a low speed advisory. Log files confirmed low speed and low flow events on (B)(6) 2024 at 18:14 with a brief 3 second pump stop. The pump reset and dropped the rotor to reset the levitation and takeoff to correct the rotor instability. The pump then resumed normal operation with normal parameters for the remainder of the log. The patient felt a burning sensation coming from their driveline exit site and felt dizzy/lightheaded. There was nothing to indicate there was any thrombus formation and there had not been any hemolysis. The patient was neurologically intact afterwards and still was. Upon further discussion the patient did mention they were running their hands over their jacket and fidgeting with the pockets and had taken it off to put in their laundry hamper. The patient's system controller passed multiple self-tests and the patient was clinically stable. The patient would be monitored over the next few days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2024, per the timestamps. The files captured low speed advisories, as well as elevations in estimated flow and pump power, followed by a subsequent pump restart request and pump stop consistent with rotor instability. The system alarmed for low flow and low speed advisory during the rotor instability event. The requested pump reset resolved the rotor instability event. The pump otherwise operated at the set speed without issue. There were no other notable alarms active in the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event